Manufacturer narrative:
(B)(4). Date sent: 12/20/2023 d4: batch # 876a45 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the handle shrouds partially opened, with a tyvek, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the returned reload has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 876a45, and no non-conformances were identified.

Event description:
When a surgeon was trying to fire a pve35a during the procedure, stapler from a cartridge didn't come out. The surgeon had to switch the device and the cartridge to new ones to operate the procedure safe. No patient consequences reported. No further information is available.